Event description:
Patient admitted to hospital for altered mental status. While in the hospital, patient underwent MRI scan with pump in 2004. After MRI scan, patient bg's dropped to 20's. Danger of pump malfunction causing over-delivery of insulin, from contact with MRI field is included in labeling and in training for all pump users. Patient advised to return pump with replacement to be sent by animas.